Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device leaked. The leak was observed between the one link extension set and an unknown baxter extension set, at the connection site; even after tightening the valve to the extension set. The leak occurred during patient infusion and led to patients getting wet by unknown drugs. There was no patient injury or medical intervention associated with this event. No additional information is available.